Event description:
During a cardiac scan, dual energy CT scanner, shut down and rebooted, causing a delay in critical test. The customer support specialist found out that this could be attributed to know software issue with the gantry computer. They are working on a fix and don't yet have a time frame to fix this error. They reported our info and will put us at the top of the list when the roll out for the new os is ready to be installed. This is the first notification that we have received from this vendor that there was a potential problem with the unit.